Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the customer went to the emergency room (ER) due to blood glucose (bg) level of 300 mg/dl. Customer¿s bg was treated with manual insulin injection. Reportedly, customer left the ER 2 hours later with the issue resolved and no permanent damage. Reportedly, a cartridge alarm occurred during insulin delivery. Additionally, it was reported that the insulin gauge was inaccurate and the pump time was incorrect, cause was unknown. No additional information was provided and the customer declined further troubleshooting with tandem technical support. Reportedly, customer continued using pump for insulin therapy.

Manufacturer narrative:
The failure investigation has been completed and the alleged alarm 30 issue was verified while based on the analysis, the alleged fill estimate issue could not be verified. Additionally, the alleged settings issue could not be verified; however, a different issue was identified.